Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4).

Event description:
According to the hospital: "vent valve was noted to be leaking during use. The vent pump was running at 200 ml/min 30-50 ml of blood was noted on the floor. The quest valve was not retained". (B)(4).

Event description:
Ref.: #(B)(4), customer ref.:(B)(4).

Manufacturer narrative:
Maquet medical systems,USA(importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary ag kehler strasse 31, 76437 rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer- maquet medical systems USA 45 barbour pond drive wayne, nj 07470. (B)(6). The sample has not been returned to maquet for investigation in our laboratory. Also,there were no pictures about the complaint. Device history record of the complained lot was reviewed. There were no references found which are indicating a nonconformance of the product in question. Also, there is no nonconformity and no scar related to the claimed material. Additionally, there is just a rework record related to changing of the damaged box.sap trend search was performed(material 70106.8175,failure code:0114 leakage of the tube set components)which came to following results:2 additional complaints were recorded which appears reported issues are the same since the last 12 months. Based on the sales figures of the last 12 months following occurrence rate has been calculated: 0,53%, which is below 1%.due to this information no systemic issue could be determined. An additional similar complaint was found. However, the batch number of the suction valve is not same with this complaint. Similar product, showing a similar malfunction, has been investigated in #703006525.according to investigation results: maquet cardiopulmonary gmbh received the product for investigation. Leak test was performed in the laboratory of manufacturer. In both samples, the air bubbles rose at an air pressure of 0.2 bar under the cap. Based on this complaint can be confirmed. There were no more detailed information and no pictures about the complaint and the sample was not returned to us for investigation. The provided information with the complaint wasn¿t enough to determine the exact root cause. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.